Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed,not detected on bus. A field service engineer effectively replaced drawer controller printed circuit board thereby addressing the problem. The system functioned as intended after the field service engineer had troubleshot the device. A field service engineer confirmed that there had been a delay in dispensing medication to the patients

Event description:
It was reported that when using the pyxis medstation es system, experienced drawer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.